Event description:
On (B)(6) 2019 an i.v. Station device passed an underdosed syringe preparation. The device removed the needle but failed to cap the syringe and as a result some drug was ejected from the syringe causing the final volume to be outside of the allowed percentage of error. The underfilled preparation was identified and there are no known adverse patient effects.